Event description:
Customer stated he was at bed side and was raising rails, the right head would not latch unless it was forceably slammed to the upright position. Tech found all siderails latching properly. Tech installed mod 380. Operation check passed.